Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had maladaptation. The iol was exchanged for unspecified lens model 6 months and 14 days after the initial implant procedure. Clinical reason for explant was reported as maladaptation. There are two medical reports associated with this patient. This file belongs to left eye additional information has been requested.